Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised chair pulls to left. Dealer advised swapped leads and still having same issue. Dealer advised replaced controller and joystick and still having same issue. Spoke with tech. Tech advised suggested to set motor balance and see if this resolves the issue. Dealer no longer on line received information from tech.